Event description:
Patient reports experiencing jaw pain that goes away after the first few bites. Patient also reports having veletri cassette issues - pump beeps for high pressure and patient resolves this by pulling down the clamp and moving the tubing to the right of the pump. Patient reports that this has been happening for years, even with new pumps. Cassette lot number(s) is unknown. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No.is the actual product available for investigation? No. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved.